Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photographs and one device. Photographic inspection confirmed the lot # as reported. Visual inspection of the instrument noted the firing knob was not fully retracted. The sulu was received with a full complement of staples and the interlock was set. No knife blade damage was noted. The firing knob was retracted and the sulu was loaded into the device for functional testing. The sulu and instrument were applied to test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open colon surgery, while cutting the intestine, the device can be used at first and second suture, but when reload on the third and fourth stapler, it got stuck and cannot be pushed. To resolve the issue, the surgeon needed to suture it by hand. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.